Manufacturer narrative:
Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Cracks were observed on the top and bottom houising in addition to extensive damage to numerous internal components, including the reservoir, reservoir cap, ratchet gear teeth and piezo springs. This damaged aligned with damage to the underside of the top housing and piezo. The reservoir was also punctured on the bottom side aligning with the damage to the housing vent. Corrosion was observed on numerous internal components. The pod would not have been able to fill, and complete priming given these damages indicating that they occurred post use. Due to the post use damage, it could not be determined if there were any damages to the pod that would contribute to the reported communication error. The exact cause of the communication error could not be determined. The external portion of the soft cannula was observed to be torn and measured to be shortened as a result. It could not be determined if the cannula damage is related to the observed post use damages. The exact timing and cause could not be determined. Locked down smartphone: phone_control_android omnipod software app version: 3.1.6 operating system: bp4a.251205.006.e1 hardware: pixel 9 cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient's blood glucose level rose greater than 250 mg/dl while wearing the pod between 24 and 36 hours. Investigation of the pod found a tear in the cannula. The device was originally reported for a communication error during operation.